Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. The customer's blood glucose was 198 mg/dl. The customer continued to use the pump for insulin therapy. The customer declined further follow up from tandem technical support, therefore further information was unable to be obtained.